Event description:
The facility returned the device for service. During product evaluation the baxter technician reported a fail code 703:00. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 31, 2007. Evaluation summary: the reported condition of fail code 703:00 was confirmed. Inspection of the device revealed a defective user interface module printed circuit board, which caused the reported condition. The user interface module printed circuit board was replaced. Review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.